Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received multiple pump error alarm. The customer¿s blood glucose level was unknown. Customer stated that the battery was failed and had short battery life. The customer was advised that if issue continues or gets worse then perhaps insulin pump restart was necessary. The device will not be returned for analysis.